Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the software upgrade were installed. The camera and collimator were calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system had poor image resolution and the saved cine images were mixed up. No patient injury was reported.